Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 450cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via mammogram. As a result, the patient was scheduled for bilateral removal on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On december 2, 2021, mentor received additional information indicating that the implants were intact upon removal. The patient underwent bilateral replacement with the following: (left) 350cc mentor memorygel breast implant catalog: smhx350 lot: 9543642 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: smhx350 lot: 9525984 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 30, 2021, the mentor failure analysis lab received the device for evaluation. On january 9, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 450cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).